Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter would not power on. The complaint was classified based additional information obtained by the customer care advocate (cca). The patient stated that the alleged issue began on (B)(6) 2012 at 12:30 p.m. During troubleshooting the patient informed the cca that the subject meter had gotten wet and stopped working. The patient claimed that she was unable to test her blood glucose for several hours. The patient reportedly manages her diabetes with insulin pump therapy (based on a sliding scale). The patient denied making any changes to her normal diabetes management despite the alleged issue starting. The patient claimed that she developed symptoms of "thirsty, frequent urination, nauseated and sleepy" two days after the alleged issue began. The patient told the cca that she had tested her blood glucose (unspecified meter) on (B)(6) 2012 at 9 p.m. And obtained a "hi" blood glucose result. During troubleshooting the cca confirmed that there had been misuse to the subject device. The alleged issue was not resolved during troubleshooting and replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient reported developing symptoms suggestive of a serious injury due to not being able to test her blood glucose as a result of the alleged power issue. Additionally, the patient reported obtaining a blood glucose result that was "hi" on another meter.

Manufacturer narrative:
(B)(6) 2012-device evaluation:the meter involved with this complaint has been returned and evaluated ((B)(6) 2012) by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.